Manufacturer narrative:
The reported events were dislodgment, and inappropriate capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inappropriate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related report number: 2017865-2024-72094. It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that atrial lead had dislodged, and it was confirmed via x-ray. It was also noted that implantable cardiac defibrillator (ICD) delivered inappropriate shock for ventricular tachycardia due to dislodged atrial lead's ventricular excitation. The lead was explanted and replaced with new lead. Patient condition was stable.